Event description:
On (B)(6) 2019, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verio flex meter was displaying an error 4 message. The complaint was classified based on customer service representative (csr) documentation. The patient reported that, at an unspecified date and time, he was unable to test his blood glucose due to an error 4 message appearing on the subject meter. The patient manages his diabetes with oral medication, diet and/ or exercise. He reported that, in response to the alleged product issue, he took no action over and above his usual routine of diabetes management. The patient reported that, at an unspecified time after the start of the alleged product issue, he began to develop the symptom of ¿sweating¿. He claimed that at this point, because he was still unable to test using the subject meter due to the alleged error 4 message, he tested his blood glucose using a friend¿s meter and obtained a result of ¿2.5 mmol/l¿. The patient stated that, at this point, he attended the emergency room (ER) where he received healthcare practitioner (hcp) treatment in the form of ¿IV fluids¿. The patient was unable to elaborate further on the treatment he received but stated that, after receiving the ¿IV fluids¿ he felt ¿much better¿. During troubleshooting, the csr verified that this was not the first time the patient had used the subject meter, the patient¿s testing process was correct and the test strips had been stored correctly and had not expired. The patient refused to be walked through a re-test by the csr as, earlier in the day he received a new vial of test strips which he was able to obtain results with, using the subject meter. A replacement meter was sent to the patient. This complaint is being reported because the patient reportedly developed signs and symptoms suggestive of a serious injury adverse event and received medical intervention for an acute blood glucose excursion after not being able to test his blood glucose on the subject meter due to an alleged error 4 message.